Manufacturer narrative:
The insulin pump passed displacement test, self test and active current measurement. However, the insulin pump failed sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.